Manufacturer narrative:
The service maintenance actions performed by the field service engineer resolved the issue.

Manufacturer narrative:
The field service engineer cleaned the sample and reagent probes and adjusted their alignments. It was found that the rinse water position cell was foaming and overflowing and was adjusted. No further issues were reported after the service visit. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 and crep2 creatinine plus ver.2 results for 6 patient samples on a cobas 8000 c702 module. For sample ID: (B)(4), the initial creatinine result was 0.34 mg/dl and the repeat result was 0.93 mg/dl. For sample ID: (B)(4), the initial calcium result was 7.08 mg/dl and the repeat result was 9.1 mg/dl. For sample ID: (B)(4), the initial calcium result was 6.4 mg/dl and the repeat result was 9.4 mg/dl. For sample ID:(B)(4), the initial calcium result was 6.2 mg/dl and the repeat result was 9.0 mg/dl. For sample ID: (B)(4), the initial calcium result was 5.89 mg/dl and the repeat result was 10.7 mg/dl. For sample ID: (B)(4), the initial calcium result was 5.79 mg/dl and the repeat result was 9.9 mg/dl. No questionable results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lots and expiration dates were requested but not provided.